Event description:
This procedure was atherectomy of in-stent restenosis: during first pass of the silver hawk lx-m, the device encountered the marker bands on the proximal side of the stent. The physician asked tech to turn off device catching the strut in the cutter head opening. The physician attempted various techniques to try and dislodge the strut from the stent with no resolution. The pt did get the device removed with a 'simple' surgery and did fine. No injury to the pt was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.